Event description:
Boston scientific crm received info that this right atrial lead had high thresholds and loss of slack in the lead. The pt was upgraded to a bi-ventricular pacing system and the atrial and ventricular leads were replaced.